Manufacturer narrative:
Device issue with inomax dsir (B)(4) was documented and investigation under complaint (B)(4). A review of the device's service log revealed that a delivery stopped alarm due to monitored no greater than absolute max of 100 ppm (actual 111 ppm) followed by a log entry for failed low no cell calibration due to the low points being greater than the maximum value (max: 655 counts; actual value: 687 counts). Although identified in the service log, the rsc did not experience a delivery stopped alarm. The root cause for this occurrence was determined to be delivery stopped due to failed no cal low counts above max indicating a malfunctioning no sensor. The device has been serviced for preventative maintenance since the reportable log entry occured and the no sensor was replaced at that time. This condition will be tracked and trended under the company's quality system. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool.

Event description:
On (B)(6) 2019, a respiratory therapist from the united states called mallinckrodt customer care to report an issue with inomax dsir (B)(4). The device was not in use on a patient. No impact or patient harm was reported. Inomax (B)(4) was removed from service and returned to the company for service evaluation. On (B)(6) 2019, an internal employee performed a routine service log review for inomax dsir (B)(4) and discovered a delivery stopped alarm due to no greater than absolute max of 100 ppm followed by a failed no cell calibration. This service log finding meets the criteria of a reportable malfunction.